Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n400890003, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 2015-12-17, information was received from a healthcare provider at a user facility, via a medwatch, regarding a patient who was receiving morphine (10 mg/ml) via an implantable pump (lot number, manufacturer, dose, and dates of therapy not reported). Indications for use included chronic low back pain and spinal pain. Medical history and concomitant medications were not reported. On (B)(6) 2014, the patient experienced "morphine pump failure" which was further specified, via a post-operative diagnosis, as severe damage of the catheter at the inter-laminar space; the device did not do what it was supposed to do. No patient symptoms were reported. The patient underwent a "morphine pump revision" (which was clarified as no changes in pump), partial explant of the previous subcutaneous catheter, explant of the intrathecal catheter (see manufacturer's report number 3007566237-2016-00279), and implant of a new catheter system and connector at the left parasagittal lumbar incision. The ascenda intrathecal catheter pump segment revision kit and ascenda catheter were explanted and subsequently returned to the manufacturer on (B)(6) 2015. Additional information regarding patient symptoms, troubleshooting, cause of the catheter damage, pump drug details, concomitant medications, and medical history was requested. If additional information is received, a follow-up report will be sent. See attached user facility medwatch (B)(4).